Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on five patient samples on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on three additional alternate instruments. The customer repeated the samples on serial number (sn)s: (B)(4). For sample ID: (B)(6), (B)(4) (initial result) resulted elevated. Serial number (B)(4) repeated similarly, (B)(4) repeated lower, (B)(4) repeated lower. The customer repeated the same sample again after calibration. The customer repeated the same sample on sn (B)(4) resulting lower and (B)(4), resulting lower. For sample ID: (B)(6), (B)(4) (initial result) resulted within range. Serial number (B)(4)resulted elevated, (B)(4) repeated lower, (B)(4) repeated elevated. The customer repeated the same sample again after calibration. The customer repeated the same sample on sn (B)(4) resulting lower and (B)(4), resulting lower. For sample ID: (B)(6), (B)(4) (initial result) resulted within range. Serial number (B)(4) resulted elevated, (B)(4) repeated lower, (B)(4) repeated lower. The customer repeated the same sample again after calibration. The customer repeated the same sample on sn (B)(4) resulting lower and (B)(4), resulting lower. For sample ID: (B)(6), (B)(4) (initial result) resulted within range. Serial number (B)(4) resulted elevated; (B)(4) repeated elevated, (B)(4) repeated lower. The customer repeated the same sample again after calibration. The customer repeated the same sample on sn (B)(4) resulting lower and (B)(4), resulting lower. For sample ID: (B)(6), (B)(4) (initial result) resulted within range. Serial number (B)(4) repeated elevated, (B)(4) repeated lower, (B)(4) repeated lower. The customer repeated the same sample again after calibration. The customer repeated the same sample on sn (B)(4) resulting lower and (B)(4), resulting lower. A corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.

Manufacturer narrative:
The initial MDR was filed on april 18th, 2017. Additional information (08/29/2017): a siemens headquarter support center (hsc) specialist has reviewed the instrument data and found no issue with the instrument or reagent. The quality controls have been consistent. The troponin method calibrations have been within expectations and specifications. The customer recently had corrected a sample handling issue with centrifugation that would contribute to the issue described by the customer. The issue is consistent with sample handling issues (such as incomplete mixing of tubes during venipuncture) and changes related to delays between repeats.